Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), abdominal pain ("severe abdominal pain") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (underwent ablation on (B)(6) 2017 / essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, dysmenorrhoea and genital haemorrhage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: results: confirmed her fallopian tubes were fully occluded. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pfs received : reporters information, patient dob, product stop date, indication and action taken with drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of chronic salpingitis, psychophysiologic insomnia, migraine headache, dysmenorrhea, dysuria, rhinitis, vaginitis, anxiety depression, menorrhagia, anemia, nausea, parity 4, multi gravida, mesenteric lymphadenitis, appendicitis, right lower quadrant pain, nausea, back pain, myalgia, vaginal bleeding, fever, abdominal pain and pelvic pain. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion medically important), genital haemorrhage (seriousness criteria medically important and intervention required), abdominal pain ("severe abdominal pain") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (underwent ablation on (B)(6) 2017 / essure removal by bilateral salpingectomy (B)(6) 2019). At the time of the report, the outcomes for genital haemorrhage, abdominal pain and dysmenorrhoea were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage and pregnancy with contraceptive device to be related to essure administration. The reporter commented: discrepant information: initial essure removal date on b)(6) 2017 - in follow up on (B)(6) 2023: on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: impression: normal hysterosalpingography. Essure device appears to be functioning normally. It is in normal position and no flow of contrast was seen into either fallopian tube.; on (B)(6) 2016: results: confirmed her fallopian tubes were fully occluded [pathology test] on (B)(6) 2019: source : fallopian tube, left and essure device fallopian tube, right and essure device gross description: left fallopian tube and essure device' and consists of a segment of fimbriated fallopian tube measuring 9.2 cm in length x 0.8 cm in diameter with 4 0,2 cn luminal diameter. Within the lumen of the proximal fallopian tube is a segment of silver metallic coiled wire measuring 3.2 cm in length x 0.4 cm in diameter. Right fallopian tube and essure device' and consists of a segment of fimbriated fallopian tube measuring 10.8 cm in length x 0.8 cm in diameter with a 0.1 cm luminal diameter. Within the lumen of the proximal fallopian tube is a segment of silver metallic coiled wire measuring 2.8 cm in length x 0.4 cm in diameter. Diagnosis: left fallopian tube and essure device, salpingectomy with removal: fallopian tube with no diagnostic abnormality recognized including no significant atypia identified. Right fallopian tube and essure device, salpingectomy with removal: grossly identified synthetic material consistent with essure device. Fallopian tube demonstrates mild chronic salpingitis with no significant atypia or other significant pathologic changes the most recent follow-up information incorporated above includes data received on: 07-nov-2023: mr received : reporters information patient medical history and surgical pathology reports were added event "pregnant with essure micro-insert and device ineffective added,. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (underwent ablation on (B)(6) 2017). At the time of the report, the genital haemorrhage, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmed her fallopian tubes were fully occluded. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.